Manufacturer narrative:
(B)(4). Device manufacture dates: august 1, 2012 - august 2, 2012. The device was returned for evaluation. Visual inspection identified a ruptured bladder in a non-footing position with fluid leaking out of the housing. Microscopic evaluation of the ruptured bladder identified markings on the exterior surface of the bladder near the rupture line. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of an sv 4 folfusor burst. This occurred after filling of the device with sodium chloride, fluorouracil, and onkofolic. The reporter stated that the bursting of the reservoir resulted in a leak from the housing. There was no patient involvement. No additional information is available.